Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# (B)(6), product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6) , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient stated the day before they went to bed with the implanted neurostimulator on because their feet and legs were hurting. Patient stated that they turned the stimulation on low and went to sleep however they would normally turn the ins off before going to sleep. Pt said that the next morning, they went to use the controller but the controller wouldn't turn on and the controller was hot. Pt said that the controller was at 50% before they went to bed. Pt said that they tried charging the controller from the ac power supply, however the controller still wasn't turning on. Pt said that they also reset the controller, however the issue was not resolved. Pt noted that they could still feel the stimulation working a little bit when they bent a certain way. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; the controller did not power on. Pt confirmed that the ac power supply green light was on. It was noted the controller was blank/unresponsive. The issue was not resolved. An e-mail was sent to the repair department to replace the controller.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6) product type h3: analysis of the 97745nt controller (ptm) (s/n (B)(6)) revealed corrosion damage to pcbs in unit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.